Manufacturer narrative:
Product event summary : the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an upgrade procedure the physician indicated that the implantable cardiac monitor was difficult to extract. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.